Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation with a mentor memorygel breast implant 350 cc and experienced capsular contracture baker grade IV on the left side. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 9/27/2019 indicating the date of implantation was (B)(6) 2018. The reported implantation date is prior to the device manufacture date. If additional information is received regarding the correct lot number or implantation date, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).